Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter-defibrillator exhibited ventricular oversensing. Further investigation noted the oversensing was due to pseudo-pseudofusion passing p-waves that was falling directing on r-waves. Programming changes were made. The patient was stable.

Event description:
Additional information received noted the implantable cardioverter-defibrillator exhibited r-wave oversensing on the atrial channel, causing inappropriate automatic mode switch. Programming changes were made. The patient was stable.